Event description:
It was reported that during a prostate procedure, the "fiber defected overhitted" @ 7:04 minutes and 374,095 joules of use was observed. The procedure was completed with an alternate procedure (turp). There was "no damaged to the patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the metal cap exhibits moderate char; the glass cap has pushed forward in metal cap and the bevel edge is off center. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.